Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the second firing, the device was stiff and the handle could not be squeezed. The firing could not get advance at lung pulmonary parenchyma. The procedure was completed with another device. There was no patient injury.